Event description:
The complainant reported that a vaxcel implantable port was implanted in a female pt in 2006. After 14 days, inadequate blood return was identified with the device. A dye study was then performed which indicated that the catheter was kinked. The dye study confirmed that there was no severance of the catheter. The complainant reported that another device was successfully implanted in the pt.

Manufacturer narrative:
This device has been received by this MFR, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event.